Manufacturer narrative:
The reported event of no bluetooth (ble) telemetry could not be confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Analysis performed, indicated normal device functionality. Device showed normal interrogation with different programmers. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During implant procedure, it was not possible to interrogate the device with bluetooth communication. The device was not implanted and a new device was successfully implanted to resolve this event. The patient was stable.